Event description:
Customer reported that the buttons on the insulin pump are not functioning. Customer stated that she was on the bolus wizard screen and numbers started ramping on their own. She removed the battery and reinserted and received a button error alarm. Customer had high blood glucose of 480 mg/dl; treated with manual insulin injection. Customer also reported that the insulin pump alarmed no delivery on the day before. Customer declined to troubleshoot for no delivery. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm was noted. The insulin pump was received with cracked display window corners, a cracked reservoir tube lip and minor scratches on the display window.